Event description:
The pt reported that a portion of a tampon inserted on or around (B)(6) 2009 became detached and was expelled from the vagina naturally on or around (B)(6) 2009. The pt visited a physician where she was examined. No other tampon fragments were found and she was prescribed an antibiotic as a precaution. No further complications were reported. Pt did not give the name of the medical facility, the exact date of treatment, and was unable to provide the lot number of the device or return unused product from the same carton.

Manufacturer narrative:
The pt was unable to provide the lot number of the product or return other products from the same carton. No investigation was possible, although data related to tampon integrity is continually reviewed and trended by the MFR as a standard procedure.